Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit and positive pressure was applied to inflate the balloon, liquid was observed to be leaking from a balloon pinhole located approximately 6mm proximal of the distal edge of the cutting blades. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands. A visual and tactile examination identified no kinks or damage to the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in a moderately tortuous and severely calcified left superficial femoral artery. A 6.00mm / 2.0cm / 135cm peripheral cutting balloon was selected for use in the lower extremity arterial occlusion. During procedure,at inflation, it was noted that the balloon was ruptured at 6 atmospheres in 10 seconds. The device was simply removed from the patient's body. The procedure was completed with another of the same device. No patient complications were reported. Patient was good post procedure.

Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in a moderately tortuous and severely calcified left superficial femoral artery. A 6.00mm / 2.0cm / 135cm peripheral cutting balloon was selected for use in the lower extremity arterial occlusion. During procedure,at inflation, it was noted that the balloon was ruptured at 6 atmospheres in 10 seconds. The device was simply removed from the patient's body. The procedure was completed with another of the same device. No patient complications were reported. Patient was good post procedure.